Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during the fill tubing step, the customer did not see insulin exiting the infusion set tubing or the cartridge tubing. A new cartridge was successfully loaded to address the event. Blood glucose was 108 mg/dl.